Event description:
It was reported the colonovideoscope exhibited incompatible scope error e315. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed due to corrosion on the plug. In addition, the following reportable malfunctions were identified during the device evaluation: no display and image. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, incompatible scope error message occurs with no image. The most probable cause of the complaint is cause traced to component failure; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.